Event description:
It was reported that there was lead migration. The leads were replaced on 2015 (B)(6). The new leads were placed at the t6/7 interspace. The old leads were discarded. Impedance testing, x-rays, and reprogramming had been performed as diagnostic aids/troubleshooting methods. The patient had experienced less than 50% therapy relief at the low back. Follow-up determined that during reprogramming before the revision, the manufacturer representative had a hard time capturing his back. It was also found that the patient was receiving effective therapy after the revision. No further follow-up was required.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).